Manufacturer narrative:
Ascensia' s preliminary investigation has identified that 4 additional hospital sites also received 16 packs each of the expired test strips from lot 7dpeb01a. The hcps were contacted at each of the 4 sites and all sites confirmed that no test strips from the expired lot have been given to the customers. All affected test strips at these 4 sites have been disposed of. Ascensia is investigating this issue and will determine the need for further actions. It is unknown if the expired test strips were used to measure blood glucose levels. The operator of device is unknown, therefore, no information was captured.

Event description:
Ascensia diabetes care received a complaint from one of the healthcare facilities in (B)(6) that they had received a supply of 16 packs of out of date contour next blood glucose test strips. Each pack contains a vial of 50 test strips. The healthcare professional (hcp) received the test strips on (B)(6) 2019 and the expiry date was the end of apr-2019. The hcp advised that they have disposed of several packs of strips and have retained 8 packs of strips for return to ascensia diabetes care. As the number of packs which were disposed of is unknown, the hcp was unable to confirm if any of these expired test strips had been inadvertently given to the patients. To date, we have not received any individual complaints from the customers regarding out of date test strips. Additionally, to date the hcp has not received any complaints from her patients regarding expired test strips.